Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed that the probe wipe was misaligned. The fse noted that the probe wipe was not coming down all the way causing the probe to leak diluent during probe wash cycle. The fse adjusted the probe wipe and the instrument was no longer leaking. Results: misaligned probe wipe. (B)(4).

Event description:
The customer reported a leak from the rinse block of the coulter hmx hematology analyzer with autoloader during startup. The customer indicated that approximately 1-2 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.